Event description:
It was reported that during a stenting treatment procedure, a vessel perforation occurred. The procedure treated the 90% stenosed target lesion located in the mildly calcified and mildly tortuous mid left anterior descending artery. Pre-dilation was performed with a 3.0x12mm non-bsc balloon. Next a 3.0x32mm promus element stent was advanced and deployed at 12 atms. Then while post dilating the 3.0x12mm promus element stent with a 3.0x12mm non-bsc balloon inflated to 14 atms, a vessel perforation was noted in the target segment. A 3.0x19mm non-bsc grafting stent was placed to successfully complete the procedure. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).